Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 150 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates. The customer reported via phone call indicating that the insulin alarm watchdog set test failure, flash crc is incorrect and moisture damage. Customer's blood glucose at time of incident was 150 mg/dl. The customer was advised that pump would be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged electronic assembly. Also moisture damaged motor during visual inspection. We were unable to perform operating current test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error, alarms, low reservoir, low battery due to blank display. The insulin pump had cracked lcd window, cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip.